Event description:
A customer contacted beckman coulter regarding an incorrectly reported total bhcg (tbhcg) test result by datalink2000 (dl2000). The customer indicated that tbhcg result of "<3miu/ml" was reported out of the lab. The tbhcg test was repeated and corrected as 360miu/ml. The customer did not provide any additional information regarding this event. Based on available information, there was no change in patient treatment that can be attributed to or connected with this event.